Event description:
The customer indicated that antibody screen testing was performed on a patient sample that had a known anti-s using the ortho provue analyzer. The customer indicated that the provue interpreted the test result as negative. False negative test results can be lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match results obtained with an alternate method or patient history.

Manufacturer narrative:
No definitive cause was determined. The customer submitted log files to ocd for investigation. The provue log files reviewed by ocd second level support did not reveal any processing issues with the samples tested. The results of the investigation were communicated to the customer. This customer has not logged any complaints against this analyzer since this incident.